Event description:
During device interrogation, an extended charge time was observed. The charge time did not improve with several attempts at consecutive manual cap reforms. The decision was made to explant the device.